Manufacturer narrative:
(B)(4) - needle not resting on zero. Evaluation results: evaluation of the returned product found that the needle appears to be bent and is not resting on zero it is resting on 9mm. The metal face plate appears to have been adjusted. The cufflator readings are above the normal range of acceptable pressure readings. Note: posey's instructions for use has a warning: never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. (B)(4).

Event description:
Customer reported that the needle will not rest on zero and there was no pt injury reported. The customer did not state where the needle is resting.